Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported we had a line break yesterday, the patient currently in attendance with an inflamed arm. We suspect that this may represent an extravasation of chemotherapy oxaliplatin, which caused inflammation and bruising to the arm, but no further medical management required. Otherwise, the fractured lines did not cause any harm.